Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the patient was experiencing double vision. Rxsight's first awareness of the event was 6/18/2021.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the patient was experiencing double vision. Rxsight's first awareness of the event was 6/18/2021. The returned lens was visually inspected and optically tested. A zone was noted near the center of the lens optic. The presence of a zone indicates the lens was exposed to ambient uv light prior to lock in.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the patient was experiencing double vision. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is pending evaluation results.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the patient was experiencing double vision. Rxsight's first awareness of the event was (B)(6) 2021.